Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 10 mg/ml concentration at 1.85 mg/day dose via intrathecal drug delivery pump for post lumbar laminectomy syndrome and spinal pain. It was reported that patient was due for a refill. The empty reservoir occurred on (B)(6) 2018. The pump was not refilled due to a combination of the patient not having a pump hcp and patient missed a pump refill per the rep. The hcp refilled the patient's pump today. No medical symptom was reported. No further complications were reported.